Event description:
During follow-up, the patient was observed to have experienced inappropriate high voltage shock due to incorrect interpretation of atrial fibrillation. Undersensing was also observed at rates above 214 beats per minute. The therapy returned the patient to sinus rhythm. No further intervention was performed and medication adjustment is anticipated to be performed. The patient was in stable condition.